Manufacturer narrative:
The medical center did return the pump and data logs for investigation. The logs did reveal purge alarms during support. Visual inspection of the pump revealed a significant lengthwise crack on the sidearm yellow luer. No other damage or abnormalities were found. Therefore, it was determined that the cause of the purge leak was sidearm yellow luer damage. The failure mode will be monitored and trended. There is a CAPA open for the failure.

Event description:
The medical center had an impella 5.5 support for 2 weeks that was successful for the patient admitted with cardiomyopathy, despite a purge sidearm leak and bypass being performed during the support. There was no harm or injury. The purge was inclusive of sodium bicarbonate. The need for the intervention in the form of a purge bypass prompts FDA reporting.